Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device breakage") in a 46 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("device fragments remaining"). There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2017 she experienced urticaria chronic ("chronic hives"), pruritus ("skin itching") and skin disorder ("occasional bumpy skin lesions in her cervical area"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), swelling ("swelling"), genital haemorrhage ("heavy bleeding"), back pain ("low back pain"), myalgia ("pain in the muscles"), arthralgia ("pain in the joints"), asthenia ("asthenia"), alopecia ("hair loss"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in limbs"), dyspepsia ("digestive problems"), headache ("headache") and facet joint syndrome ("lumbar-articular-muscular pain"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (salpingectomy for the removal of the devices on (B)(6) 2019 and hysterectomy on (B)(6) 2019). At the time of the report, the outcomes for pelvic pain, device breakage, swelling, genital haemorrhage, back pain, myalgia, arthralgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, urticaria chronic, pruritus, skin disorder and facet joint syndrome were unknown. The reporter considered alopecia, arthralgia, asthenia, back pain, depression, device breakage, dyspareunia, dyspepsia, facet joint syndrome, genital haemorrhage, headache, insomnia, muscle spasms, myalgia, pelvic pain, pruritus, skin disorder, swelling and urticaria chronic to be related to essure administration. The reporter commented: the patient does not report increase of the bumpy lesions after the insertion. She underwent a salpingectomy for the removal of the devices on (B)(6) 2019, and was discharged on (B)(6) 2019. She had to undergo surgery again with a hysterectomy due to remains on (B)(6) 2019. She has been temporarily disabled since (B)(6) 2019 up to this date, and in the previous discharge from (B)(6) 2017 up to (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: no contact sensitisation is currently observed. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: events "lumbar-articular-muscular pain, device fragments remaining" added. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device breakage") in a 46 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2017 she experienced urticaria chronic ("chronic hives"), pruritus ("skin itching") and skin disorder ("occasional bumpy skin lesions in her cervical area"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), swelling ("swelling"), genital haemorrhage ("heavy bleeding"), back pain ("low back pain"), myalgia ("pain in the muscles"), arthralgia ("pain in the joints"), asthenia ("asthenia"), alopecia ("hair loss"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in limbs"), dyspepsia ("digestive problems"), headache ("headache"), facet joint syndrome ("lumbar-articular-muscular pain") and complication of device removal ("device fragments remaining"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (salpingectomy for the removal of the devices on (B)(6) 2019 and hysterectomy on (B)(6) 2019). At the time of the report, the outcomes for pelvic pain, device breakage, swelling, genital haemorrhage, back pain, myalgia, arthralgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, urticaria chronic, pruritus, skin disorder and facet joint syndrome were unknown. The reporter considered alopecia, arthralgia, asthenia, back pain, complication of device removal, depression, device breakage, dyspareunia, dyspepsia, facet joint syndrome, genital haemorrhage, headache, insomnia, muscle spasms, myalgia, pelvic pain, pruritus, skin disorder, swelling and urticaria chronic to be related to essure administration. The reporter commented: the patient does not report increase of the bumpy lesions after the insertion. She underwent a salpingectomy for the removal of the devices on (B)(6) 2019, and was discharged on (B)(6) 2019. She had to undergo surgery again with a hysterectomy due to remains on (B)(6) 2019. She has been temporarily disabled since (B)(6) 2019 up to this date, and in the previous discharge from (B)(6) 2017 up to (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: no contact sensitisation is currently observed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. (B)(6) 2023: no new clinical significant information updated. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device breakage") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device fragments remaining"). The patient had a medical history of urticaria and . Concurrent conditions were listed as knee pain, hypoglycemia, weight loss, asthenia, hypoglycemia, nasal congestion, nasal discharge watery excessive, corneal ulcer, allergic rhinoconjunctivitis, vaginal discharge, endometriosis and abdominal pain. Concomitant products included algion [hyoscine butylbromide;paracetamol], oxycodone hydrochloride, tramadol, metamizol gi (metamizole sodium), noctamid [lormetazepam], buscapine (hyoscine butylbromide), lyrica (pregabalin) and targin (naloxone hydrochloride;oxycodone hydrochloride). On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced urticaria chronic ("chronic hives"), pruritus ("skin itching") and skin disorder ("occasional bumpy skin lesions in her cervical area"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), swelling ("swelling"), genital haemorrhage ("heavy bleeding"), back pain ("low back pain"), myalgia ("pain in the muscles"), arthralgia ("pain in the joints"), asthenia ("asthenia"), alopecia ("hair loss"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in limbs"), dyspepsia ("digestive problems"), headache ("headache") and facet joint syndrome ("lumbar-articular-muscular pain"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with paracetamol as well as surgery (salpingectomy for the removal of the devices on (B)(6) 2019 and hysterectomy on (B)(6) 2019). At the time of the report, the outcomes for pelvic pain, device breakage, swelling, genital haemorrhage, back pain, myalgia, arthralgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, urticaria chronic, pruritus, skin disorder and facet joint syndrome were unknown. The reporter considered alopecia, arthralgia, asthenia, back pain, depression, device breakage, dyspareunia, dyspepsia, facet joint syndrome, genital haemorrhage, headache, insomnia, muscle spasms, myalgia, pelvic pain, pruritus, skin disorder, swelling and urticaria chronic to be related to essure administration. The reporter commented: the patient does not report increase of the bumpy lesions after the insertion. She underwent a salpingectomy for the removal of the devices on (B)(6) 2019, and was discharged on (B)(6) 2019. She had to undergo surgery again with a hysterectomy due to remains on (B)(6) 2019. She has been temporarily disabled since (B)(6) 2019 up to this date, and in the previous discharge from (B)(6) 2017 up to (B)(6) 2019 (B)(6) 2019 bilateral salpingectomy by laparoscopy / essure removal bilateral salpingectomy by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: no contact sensitisation is currently observed [hysterosalpingogram] on (B)(6) 2016: device correctly positioned less than 3 mm from the isthmus (grade 2). The endometrial cavity is of normal morphology. There is no evidence of passage of contrast through the tubes or the peritoneal cavity. Intravasation of contrast during exploration into the uterine venous system, conclusion: correctly positioned bilateral essure device. Bilateral tubal occlusion [pathology test] (date unknown): simple hysterectomy clinical data: uterus, 47-year-old woman. Simple total hysterectomy by laparoscopy, due to persistence of essure remnants. Macroscopic description: surgical piece corresponding to simple hysterectomy, weighing 83 gr. And measures 9 x 6 x 4.5 cm. Whitish cervix of 3.2 x 3.1 cm., with an ovoid. Exocervical orifice of 0.5 cm. Maximum axis, patent endocervical canal. At opening, the hysterometry is 8.3 cm., discreetly irregular endometrium of white-pink color that measures up to 0.5 cm in areas. Thick and myometrium 1.4 cm, at fundus level. No metallic remnants of essure material are identified macroscopically. Representative samples are taken in a total of 10 blocks. Microscopic description: the histological sections studied corresponding to a hysterectomy specimen show a discrete non-specific stromal inflammatory component at the cervical level, with hardly any histological changes in the glandular and/or exocervical epithelial component, as well as the presence of a glandular and stromal epithelial component at the endometrial mucosa level with changes of advanced secretory endometrium with elongated and tortuous glands with epithelial lining of cells with basal mucleus and broad, clear/eosinophilic cytoplasm and abundant intraluminal secretion material, being surrounded by spindle cell endometrial stroma with large areas of stromal pseudodecidualization and permeation of acute inflammatory component of polynuclear cells neutrophils with signs of vascular congestion and blood extravasation, it also stands out, in several of the sections included, also at the endometrial level, a chronic inflammatory component predominantly lymphocytic, stromal, distributed interstitially and in the form of lymphoid aggregates, as well as the presence of accompanying plasma cells, some of them with russell bodies; without evidence in any of the sections studied accompanying histiocytic component, or granulomas, or remains of foreign material and/or residual metal. At the level of myometrial thickness, no notable histological changes were observed. There are no signs of atypia or malignancy. Diagnosis: laparoscopy simple hysterectomy piece:- uterus with: -- endometrium / endometrial mucosa with changes of advanced premenstrual secretor endometrium and focuses with histological signs of endometritis, x86 nonspecific cervicitis. -- myometrium without notable histological alterations. -- absence of essure remains in the cuts studied. -- absence of signs of atypia or malignancy [ultrasound scan] on (B)(6) 2017: probable mild fatty infiltration, without identifying space-occupying lesions. Porta and suprahepaticus patent. Gallbladder with physiological distension, thin walled, without identifying images of lithiasis inside, intrahepatic and extrahepatic bile duct of normal caliber, spleen, visualized pancreatic area and kidneys without significant alterations. Cortical cyst in the left mesokidney of approximately 20 x 16 mm in diameter, with some fine septa inside and calcification on its wall, bosnjak 2f. Abdominal aorta of normal caliber. Bladder moderately filled, not assessable. I do not identify peritoneal fluid [x-ray] on (B)(6) 2015: fecal remains throughout the colic framework and at the level of the rectum. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jul-2023: medical record received. Pathology test added. Medical history , concomitant drugs & condition , treatment drugs are added. Lab data added .essure insertion & removal date updated. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('device breakage') in a 46-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2017, the patient experienced urticaria chronic ("chronic hives"), pruritus ("skin itching") and skin disorder ("occasional bumpy skin lesions in her cervical area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("heavy bleeding"), back pain ("low back pain"), myalgia ("pain in the muscles"), arthralgia ("pain in the joints"), asthenia ("asthenia"), alopecia ("hair loss"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in limbs"), dyspepsia ("digestive problems") and headache ("headache"). The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (hysterectomy on (B)(6) 2019 and salpingectomy for the removal of the devices on (B)(6) 2019). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, device breakage, swelling, genital haemorrhage, back pain, myalgia, arthralgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, urticaria chronic, pruritus and skin disorder outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, back pain, depression, device breakage, dyspareunia, dyspepsia, genital haemorrhage, headache, insomnia, muscle spasms, myalgia, pelvic pain, pruritus, skin disorder, swelling and urticaria chronic to be related to essure. The reporter commented: the patient does not report increase of the bumpy lesions after the insertion. She underwent a salpingectomy for the removal of the devices on (B)(6) 2019, and was discharged on (B)(6) 2019. She had to undergo surgery again with a hysterectomy due to remains on (B)(6) 2019. She has been temporarily disabled since (B)(6) 2019 up to this date, and in the previous discharge from (B)(6) 2017 up to (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: no contact sensitisation is currently observed. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('device breakage') in a 46-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "device fragments remaining". In 2015, the patient had essure inserted. In 2017, the patient experienced urticaria chronic ("chronic hives"), pruritus ("skin itching") and skin disorder ("occasional bumpy skin lesions in her cervical area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("heavy bleeding"), back pain ("low back pain"), myalgia ("pain in the muscles"), arthralgia ("pain in the joints"), asthenia ("asthenia"), alopecia ("hair loss"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in limbs"), dyspepsia ("digestive problems"), headache ("headache") and facet joint syndrome ("lumbar-articular-muscular pain"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (hysterectomy on (B)(6) 2019 and salpingectomy for the removal of the devices on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, swelling, genital haemorrhage, back pain, myalgia, arthralgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, urticaria chronic, pruritus, skin disorder and facet joint syndrome outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, back pain, depression, device breakage, dyspareunia, dyspepsia, facet joint syndrome, genital haemorrhage, headache, insomnia, muscle spasms, myalgia, pelvic pain, pruritus, skin disorder, swelling and urticaria chronic to be related to essure. The reporter commented: the patient does not report increase of the bumpy lesions after the insertion. She underwent a salpingectomy for the removal of the devices on (B)(6) 2019, and was discharged on (B)(6) 2019. She had to undergo surgery again with a hysterectomy due to remains on (B)(6) 2019. She has been temporarily disabled since (B)(6) 2019 up to this date, and in the previous discharge from (B)(6) 2017 up to (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: no contact sensitisation is currently observed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('device breakage') in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2017, the patient experienced urticaria ("chronic hives"), pruritus ("skin itching") and skin mass ("occasional bumpy skin lesions in her cervical area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("heavy bleeding"), back pain ("low back pain"), myalgia ("pain in the muscles"), arthralgia ("pain in the joints"), asthenia ("asthenia"), alopecia ("hair loss"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in limbs"), dyspepsia ("digestive problems") and headache ("headache"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (hysterectomy on (B)(6) 2019 and salpingectomy for the removal of the devices on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, swelling, genital haemorrhage, back pain, myalgia, arthralgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, urticaria, pruritus, and skin mass outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, back pain, depression, device breakage, dyspareunia, dyspepsia, genital haemorrhage, headache, insomnia, muscle spasms, myalgia, pelvic pain, pruritus, skin mass, swelling and urticaria to be related to essure. The reporter commented: the patient does not report increase of the bumpy lesions after the insertion. She underwent a salpingectomy for the removal of the devices on (B)(6) 2019, and was discharged on(B)(6) 2019. She had to undergo surgery again with a hysterectomy due to remains on (B)(6) 2019. She has been temporarily disabled since (B)(6) 2019 up to this date, and in the previous discharge from (B)(6) 2017 up to (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2019: no contact sensitisation is currently observed. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.